Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Customer's blood glucose level was 210 mg/dl. A infusion set change was performed resolving the issue.